Event description:
The information received from the field states that this patient was diagnosed with a retroperitoneal bleed after receiving a vena cava filter. There is no additional patient or procedural information available at this time. The product wll not be returned for evaluation and testing.